Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery for a fracture of the right clavicle diaphysis. During internal fixation using a va-clavicle 2.7 plate, the head of one of the locking screws broke off when it was inserted. The image intensifier showed the shaft of the locking screw was engaged with the plate firmly, and the tip of the shaft also reached and engaged with the contralateral cortex. Therefore, the shaft of the locking screw was determined to be left in the patient¿s body, as it was at the discretion of the surgeon. The remaining 7 locking screws were inserted with no problems by widening burr holes using a 2.3 mm k-wire because a tap instrument had not been arranged. Despite the patient's young age and resistance during screw insertion, the surgeon continued to insert the locking screw in question without tapping or any additional process to widen the burr hole. The surgery was completed successfully within 30 minutes. The patient status or outcome is stable. No further information is available. Concomitant product details: unk - plates: clavicle (part # unknown, lot # unknown, quantity - unknown), unk - screws: va locking (part # unknown, lot # unknown, quantity - 7), unk - guide/compression/k-wires (part # unknown, lot # unknown, quantity - unknown). This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l22 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product code: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 04.211.022ts lot: 9l39452 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 16 may 2022 expiration date: 01 may 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.022 non-sterile lot # 615p368 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 02 feb 2022. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name & address corrected.